Event description:
Relates to MFR report#: 2183959-2012-01135. On (B)(6) 2010, the plaintiff was implanted with an ams miniarc sling with the intention of treating her stress urinary incontinence. It was alleged that as a result of the implant, the plaintiff has, "suffered serious bodily injuries, including but not limited to, extreme pain, nerve damage, urinary issues, infection and other injuries." It was alleged that the plaintiff has experienced, "significant mental and physical pain and suffering, and she has sustained permanent injuries."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.